Event description:
Customer reported delivery anomalies from the insulin pump, that the device did not deliver insulin as expected, and that the device alarmed max bolus and then shut off. Customer stated she was off the insulin pump, then reconnected and discovered the delivery anomaly during a bolus attempt. The device is being replaced at the customer's request. The customer's reported blood glucose value was 359 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The bolus wizard functioned properly with no anomaly noted during testing. The insulin pump functioned properly. The insulin pump was received with a cracked reservoir tube lip.